Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimate.

Event description:
It was reported the patient had his scs ipg replaced because the patient¿s ipg was unable to communicate due to the patient not recharging. Stimulation therapy was reportedly restored postoperatively.